Manufacturer narrative:
E1 initial reporter facility name: (B)(6) university.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter shaft had fractured. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The returned product consisted of the opticross imaging catheter. During product analysis it was observed that the catheter was functionally tested, and it did not show any damage that could contribute to the complaint, catheter is able to cross without issues and does not show any issue related to the reported kinks. Therefore, the reported sheath kinked and catheter difficult to cross the lesion complaints are not confirmed. The media attached to the parent record show the device's box, an angiography and show the device partially.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter shaft had fractured. The procedure was completed using another of the same device. There were no patient complications. It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. When the device was removed from the package, a kink at the proximal push rod was noted. Moreover, it was noted that the catheter could not cross the lesion. The device was simply removed, with no additional intervention done.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter shaft had fractured. The procedure was completed using another of the same device. There were no patient complications. It was further reported that the 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. When the device was removed from the package, a kink at the proximal push rod was noted. Moreover, it was noted that the catheter could not cross the lesion. The device was simply removed, with no additional intervention done.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). H6 device code corrected to material deformation a0406.